Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device's therapy pca is defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair service engineer conducted evaluation of the device and identified defect in the therapy pca. The therapy pca (453564489061) was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.